Event description:
It was reported that during the lower anterior bowel resection procedure, the 29mm powered circular stapler did not fire. The battery was placed into the device and the device had power. The anvil was placed properly, and the anvil was closed into the firing zone, but the device did not fire. A new device was pulled, and the battery was changed. This did not solve the problem, so the new device was used. The procedure was delayed by 45 minutes. No fragments were generated. There was no patient consequence. The device is in the possession of the hospital.

Manufacturer narrative:
(B)(4). Batch #l: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.